Event description:
Customer reported the mpm module used with dpm 6/7 not picking up waveform, which may have affected ECG monitoring. No pt injury reported.

Manufacturer narrative:
Company rep evaluated the unit. Corrections included repaired cold solder on all connectors. Unit was calibrated and safety tested to factory's specs.